Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. As a result, customer was unable to obtain readings and "felt funny, dizzy, trusty, blurry eye, headache, felt weak" and had contact with a healthcare professional who obtained a reading of 500 mg/dl on their meter. The customer was administered lantus insulin (dose unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.